Manufacturer narrative:
Initial and final MDR (B)(4).- MDR . Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states this emdr is being submitted for an unknown number quantity it was reported that the patient faced multiple boxes of infusion set fell off during use event on (B)(6) 2025. The infusion set was in use for one day. The blood glucose level was 546mg/dl and the patient was treated with multiple daily injection (mdi). Patient found positive for ketones and levels was life threatening. The patient replaced infusion sets and resumed insulin successfully. No further information available.